Event description:
It was reported that pump experienced malfunction code 9. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and customer did not require assistance from a third-party. Technical support provided instructions to reset pump and assisted with reset; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code returned, and caller acknowledged and understood instructions.